Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested with another handpiece device and the device passed all manufacturing specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the motor device and attachment device were smoking and running hot when used together with the burr device. There was a two to five minutes delay to the surgical procedure to obtain spare devices. The reporter stated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.